Event description:
The customer reported that the start/stop button does not engage at all times. He stated that every time he has tested it, the driver starts. He states that the end-users discovered this during setup. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and verified the reported issue. Unable to start oscillator, start/stop button is non functional. Replaced ddi board and performed ddi adjustment. Performed circuit calibration and ventilator performance checkout. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.